Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peg infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient experienced discharge and redness at the peg entrance area with a suspected buried bumper syndrome. It was reported on (B)(6) 2019, that the patient went to the gastroenterology physician on (B)(6) 2019. The patient's physical examination revealed there was no buried bumper syndrome. The patient was referred to the infectious diseases doctor where a blood test was performed and the patient was diagnosed with infection at the peg entrance area. Oral antibiotic treatment augmentin 1000 mg tablet and topical fucidin cream was started.